Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed the reported issue in the iabp log files. Upon further inspection, the stm observed the motor control board had been contaminated with saline residue. The stm replaced the motor control board then performed the motor speed calibration. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that upon power-up, the cs300 intra-aortic balloon pump (iabp) generated a maintenance code #50 message. It was later clarified that the code was an electrical test fails code #50 message. There was no patient involved and no adverse event was reported.

Event description:
It was reported that upon power-up, the cs300 intra-aortic balloon pump (iabp) generated a maintenance code #50 message. It was later clarified that the code was an electrical test fails code #50 message. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g5 (PMA/510(k)#), g7, h2, h10.

Event description:
It was reported that upon power-up, the cs300 intra-aortic balloon pump (iabp) generated a maintenance code #50 message. It was later clarified that the code was an electrical test fails code #50 message. There was no patient involved and no adverse event was reported.